Manufacturer narrative:
Although damage to the implant is consistent with the reported event, the mount fracture cannot be confirmed as it has not been returned for review, nor was there evidence of a fractured component stuck inside of the implant. The external hex of the implant has been grossly damaged. The review of the device history records did not provide any indication of a manufacturing deviation that would contribute to this event. Although a definitive cause has not been determined, this event is not thought to be the result of a manufacturing deviation. (B)(4)

Event description:
The dentist reported that during placement, the screw portion of the implant mount fractured within the implant before the implant could be fully placed; causing the implant to have to be removed. The mount and the remaining screw fragment were discarded.

Event description:
Another implant was placed during the same surgery.